Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using humulin r u-500 insulin with the pump. Tandem customer technical support informed customer that humulin r u-500 insulin is off-label per the user guide. Customer changed supplies as necessary and resumed insulin. There was no reported adverse impact to the customer¿s blood glucose level.